Event description:
A hospital in (B)(6) reported via our distributor that there was water leakage at the connection between the feedset tube and the bag spike of an mr290 autofeed humidification chamber. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned complaint chamber was connected to a waterbag for performance testing. Results: the chamber filled to the expected fill level and then small drops of water began to leak from the connection between the tube and the water bag spike. A lot check revealed no other complaints of this nature for this lot number. Conclusion: all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". As part of our ongoing product improvements, additional glue is now applied to the feedset spike during production. (B)(4).